Event description:
The manufacturer previously reported information alleging a ventilator was stopped and shut down during therapy with no alarms, no reboot, and no vent inop. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory and the complaint that the stopped and shut down during therapy with no alarms, no reboot, and no vent inop was not confirmed. There was no apparent log event for customer complaint. The power cycle testing showed proper operation of alarm and proper recovery of therapy. The therapy 96 hr test showed no unexpected behavior. No device problem was found. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.